Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the obturator blade was found to be fractured/splintered at the tip. The picture returned by the complainant reveals that the tip may have come in contact with a cautery piece of equipment. The missing fragments from the complaint device were not returned for investigation. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR could not be performed as the lot number was not reported. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: - excessive force applied - contact with hard object or other improper handling (contact with cautery instrument) - insufficient structural integrity - shipping/handling damage or extreme conditions post distribution from stryker's sustainability solutions. The instructions for use (IFU) state: - damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. - do not use excessive force. - careful handling of instruments is necessary to avoid damage or breakage. - inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. - a comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the tip of the trocar broke off. As reported, the fractured piece broke off before use on the patient. The tip of the device was reported to not have broken off completely.